Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon ruptured occurred. Access was obtained through an ipsilateral approach. The 90% stenotic lesion was located in the severely calcified and moderately tortuous right superficial femoral artery. The 4.5x40/135 sterling balloon was advanced to the lesion and on the first inflation, the balloon was inflated to 15atms and ruptured. There were no patient complications. The device was removed intact. The procedure was completed with another 4.5x40/135 sterling balloon. Pt status is reported as "good."

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).